Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, an incomplete prime was reported due to a clamp being left closed. The homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device provides step-by-step instructions for properly priming the disposable set and says to verify that the patient line is properly primed. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. It also informs the user to open clamp on the patient line to ensure proper priming. Users are not instructed to close the patient line clamp anytime during therapy unless for an emergency disconnect procedure. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that there was air in the patient line during automated peritoneal dialysis (apd) therapy. The patient was connected for therapy. The care giver (cg) stated that the clamp was closed on the patient line during the prime. The technical service representative (tsr) assisted in ending the therapy. The cg was going to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.